Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that multiple occlusion alarms occurred. Customer's blood glucose was 450 mg/dl. Reportedly, the infusion set site and tubing were changed or the alarm was cleared and resumed insulin delivery to address the issue.